Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Battery cycle 5.0 received the low battery alert (104) on (B)(6) 2025 18:01:00 after more than 7 days at 19.12 days. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 05:23:00 after more than 7 days at 17.58 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 15:19:00 after more than 7 days at 15.41 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegation of unexpected battery power loss was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received 'power loss alarm' and the pump went shutdown. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer received another alarm after replacing battery. Customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.